Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The attached user facility report number (B)(4) was received from the intermacs registry.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the chest x-ray of the patient revealed what is believed to be a bend relief disconnection. The patient does not have any symptoms. They will continue to monitor the patient on a monthly basis.